Manufacturer narrative:
(B)(4). Device evaluation anticipated but not yet begun.

Event description:
Pre-op diagnosis: lumbar intervertebral disc prolapse (plid) it was reported that on (B)(6) 2015, intra-op, there was one set screw found slipped and could not be used anymore. The surgeon had to change another product to complete the surgery. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information: product analysis :macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with sample mas head found all set screws unable to be engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.